Event description:
A report was received that the patient was experiencing pocket discomfort as the ipg had migrated down to the lower buttock. The patient underwent a pocket revision and the physician repositioned the ipg from the lower buttock to the waist. The patient was reportedly doing well following the procedure.